Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Caller reported elective replacement indicator (eri) and that the implant lasted only 2 years. Caller wanted estimate of how long until end of service (eos) to discuss new implant/rechargeable option. Physician listings were also requested as patient lived half year in il and half year in il and did not have an hcp. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no changes in the circumstances that led to the eri. Battery failed before it was 2 years old, was supposed to be 5 year battery. Patient contacted doctors from the list provided ad provided the name of the new hcp. The issue was not resolved as of yet. Procedure to replace battery was scheduled for (B)(6) 2018. Patient did not provide the weight information. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep. It was reported that the patient had their ins replaced. Caller initially stated it was due to normal battery depletion then went on to say that they thought the ins was supposed to last 5 years. Patient's wife stated the hcp indicated it was because the patient had stimulation on 24 hours a day. Patient stated they were surprised it didn't last longer like they were initially told.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.